Manufacturer narrative:
(B)(4). Preliminary triage of the returned device indicates the device has a kink. A follow up report will be submitted when the device investigation is completed.

Event description:
Customer complaint alleges "md was performing the procedure according to IFU. The catheter was inserted along the guide wire, but the catheter no longer entered. So md took out another new product and finished the procedure." (Continued) no patient harm was reported. Patient condition reported as fine.

Manufacturer narrative:
(B)(4). The customer returned a guide wire assembly, cvc catheter , dilator, and introducer needle for evaluation. The catheter and guide wire will be examined for this complaint investigation. Visual examination revealed signs-of-use in the form of an unknown material between the coils of the guide wire. One small kink and a slight bend was located along the guide wire body. No other defects or anomalies were observed. The guide wire and catheter passed all relevant functional and dimensional inspections. The kink in the guide wire measured 13mm from the distal tip. The slight bend in the guide wire measured 49mm from the distal tip. The returned guide wire was able to pass through the returned catheter with minimal resistance. A manual tug test revealed that both welds were fully intact. A device history record review was performed with no relevant findings to suggest a manufacturing issue. The IFU provided with the kit informs the user, "if resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously". The customer report of a damaged guide wire was confirmed by complaint investigation. The returned guide wire contained one small kink and one slight bend. The guide wire and catheter passed all relevant functional and dimensional inspections. A device history record review was also performed with no relevant findings to suggest a manufacturing issue. Based on the sample received and the customer description, it was determined that unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
Customer complaint alleges "md was performing the procedure according to IFU. The catheter was inserted along the guide wire, but the catheter no longer entered. So md took out another new product and finished the procedure." (Contined)no patient harm was reported. Patient condition reported as fine.